Event description:
The following was reported to gore: on (B)(6) , 2019, the patient underwent an endovascular procedure to repair an impending rupture of a descending aortic aneurysm. A gore® dryseal sheath with hydrophilic coating (dsf2433/20678698) was inserted from the left femoral artery. During insertion, strong resistance was encountered at the left external iliac artery. When the physician attempted to advance the sheath further, bleeding from the puncture site was observed. Angiography revealed the left external iliac artery was ruptured. The external iliac artery was ligated at the proximal and distal part of the ruptured site. An artificial blood vessel was sewn on the left common iliac artery to use as a conduit. The sheath was inserted from the artificial blood vessel and two stent grafts were placed as planned. A gore® excluder® aaa endoprosthesis iliac extender component was placed from left common iliac artery to the proximal part of the artificial blood vessel. Blood flow into the left external iliac artery was completely blocked by the iliac extender component intentionally. The other side of the artificial blood vessel was sewn on the left femoral artery to obtain blood flow to the left lower limb. The procedure was completed and the patient tolerated the procedure. It was reported that the left external iliac artery rupture was thought to be due to the access vessel being thin and accordion shaped.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1: 22: according to the gore® dryseal flex introducer sheath instructions for use (IFU) adverse events that may occur / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)